Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The blood glucose level was unknown. The customer reported that the insulin pump was exposed to water. Customer stated that as soon as she inserted a battery the insulin pump alarmed her with an open book image. The customer advised to revert to backup plan per health care professional instructions. The customer advised to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. The device will be returned for the analysis.

Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm pump error 35 alarm due to constant critical pump error alarm.